Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomed technician reported that a hemodialysis machine gave a blood pump error and displayed the art. Bp no comm message with an audible alarm. The technician found signs of heat on one of the white wires from the transformer to the bridge rectifier. The technician changed the power supply complete. Three hours after first call the technician called back. The technician had swapped the power supply (new), ribbon cables from arterial module to the mother board and to the functional board p10 connection. Now the blood pump error code is not there anymore but the art bp no comm still displays on the main screen. The technician was advised to power cycle the machine (off, unplug from power for 3-4mins and power back on), or swap the functional board. Again re-seat cable connections from the arterial module to the boards. In a follow up, the biomed technician said there was no patient involved in the event and that the machine was repaired. The technician said there were burn marks on a wire and that the power supple would be returned. No more data was provided.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A biomed technician reported that a hemodialysis machine gave a blood pump error and displayed the art. Bp no comm message with an audible alarm. The technician found signs of heat on one of the white wires from the transformer to the bridge rectifier. The technician changed the power supply complete. Three hours after first call the technician called back. The technician had swapped the power supply (new), ribbon cables from arterial module to the motherboard and to the functional board p10 connection. Now the blood pump error code is not there anymore but the art bp no comm still displays on the main screen. The technician was advised to power cycle the machine (off, unplug from power for 3-4mins and power back on), or swap the functional board. Again re-seat cable connections from the arterial module to the boards. In a follow up, the biomed technician said there was no patient involved in the event and that the machine was repaired. The technician said there were burn marks on a wire and that the power supple would be returned. No more data was provided.

Manufacturer narrative:
Correction: h.10. Plant investigation: the product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. The device history record did not reveal any issues or problems related to the reported symptom code. There were no nonconformances and/or any associated rework.

Event description:
A biomed technician reported that a hemodialysis machine gave a blood pump error and displayed the art. Bp no comm message with an audible alarm. The technician found signs of heat on one of the white wires from the transformer to the bridge rectifier. The technician changed the power supply complete. Three hours after first call the technician called back. The technician had swapped the power supply (new), ribbon cables from arterial module to the motherboard and to the functional board p10 connection. Now the blood pump error code is not there anymore but the art bp no comm still displays on the main screen. The technician was advised to power cycle the machine (off, unplug from power for 3-4mins and power back on), or swap the functional board. Again re-seat cable connections from the arterial module to the boards. In a follow up, the biomed technician said there was no patient involved in the event and that the machine was repaired. The technician said there were burn marks on a wire and that the power supple would be returned. No more data was provided.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the assembly power supply was received with thermal decomposition on the wires that connect the transformer t1 to the bridge rectifier in the ac connections. Install the assembly power supply onto a test machine for testing. No problems during the initial power up. Rinse program was completed without problems. Heat disinfect program was completed without failures. Dialysis mode functioned properly without failures. The self-test program was completed without failures. The device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A biomed technician reported that a hemodialysis machine gave a blood pump error and displayed the art. Bp no comm message with an audible alarm. The technician found signs of heat on one of the white wires from the transformer to the bridge rectifier. The technician changed the power supply complete. Three hours after first call the technician called back. The technician had swapped the power supply (new), ribbon cables from arterial module to the motherboard and to the functional board p10 connection. Now the blood pump error code is not there anymore but the art bp no comm still displays on the main screen. The technician was advised to power cycle the machine (off, unplug from power for 3-4mins and power back on), or swap the functional board. Again, re-seat cable connections from the arterial module to the boards. In a follow up, the biomed technician said there was no patient involved in the event and that the machine was repaired. The technician said there were burn marks on a wire and that the power supple would be returned. No more data was provided.